Manufacturer narrative:
Covidien reference number (B)(4). The customer reported to have resolved the issue by replacing the exhalation valve flow sensor (evq). Covidien was not authorized to evaluate the device.

Event description:
It was reported that, during testing, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.